Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with external devices. Reportedly, the patient had not used the system's stimulation in approximately four months, and could not remember when she last charged the scs ipg. A company representative confirmed the patient's scs ipg was inoperable. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient had the scs ipg replaced. Stimulation therapy was reportedly restored postoperatively.